Manufacturer narrative:
Additional information: b5, d10, h3, h6.

Event description:
New information received noted that the right atrial lead exhibited high capture threshold. Also, it was indicated that the right atrial lead had dislodged after implant on (B)(6)2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. Upon review, it was revealed that the right atrial lead exhibited loss of capture. X-ray revealed that the right atrial lead had dislodged. The patient presented for replacement procedure on (B)(6) 2020. During procedure, the right atrial lead was explanted and replaced. The patient was healthy and discharged.